Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dba system. During an interventional procedure, the user reported that no x-ray was possible resulting in a delay in procedure. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware failure of the d601 board. During a patient procedure, x-ray suddenly became unavailable on one plane. The patient was transferred to an alternative system. The investigation showed that the failure was caused by a hardware failure of the board d601 of the generator polydoros a100. This led to the loss of x-ray functionality of one of the affected planes. The x-ray functionality of the second plane remained unaffected. A newer version of the d601 has been installed by the local service organization and the system recovered. Siemens will initiate a field corrective action for this issue which will be reported to the FDA via 806.10.